Manufacturer narrative:
Section h11. Corrected data: upon reviewing the information received, the uncontrolled chair movement did not occur during the use of the star excimer laser. This case is no longer considered a reportable malfunction. Therefore, this follow-up #2 is being submitted to provide the corrected data. There will no longer be any further reporting under medwatch report number 3012236936-2025-0003313. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional data: product investigation was completed and additional component codes were provided. The following sections have been updated accordingly. Section h6 - component codes: component code 423 - cable, electrical. Component code 866 - lenses. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported that their bed was moving. Following our field service engineer (fse) visit to perform repairs, the customer stated, "everything is functioning well, no issues. We have completed one treatment after the repair, and there were no problems with the bed moving. The bed movement did not impact patient outcomes."

Manufacturer narrative:
Section a2, a3, a4, a5, and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable device. Section d6b: if explanted, give date: not applicable, as the device is not an implantable device. Section h3: our field service engineer (fse) was onsite for service. Fse replaced the joystick cables from the joystick to the remote printed circuit board (pcb) inside the direct current (dc) box. Fse replaced the emi db9 filter inside the dc box. Fse also replaced the lens (l2) and output coupler optics. System meets manufacturers specifications. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.